Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 9. On (B)(6) 2023, the implant was removed upon patient¿s request. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.